Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection found no damage to the grips. The instrument was tested on an in-house system. The instrument passed engagement, recognition and initialization. The instrument was returned with missing integrated cord. The cut and seal tests could not be performed due to the missing integrated cord. The grip tips opened and closed properly. Additional observation not reported by site: the instrument was returned with missing integrated cord.

Event description:
On 27-may-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: vessel sealer would not open. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred during the procedure. The jaws were not stuck on tissue and there was no injury to the patient. The instrument never worked during the procedure. The procedure was completed.